Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was intermittently not functioning correctly. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was no patient involvement, and the issue was duplicated in the customer biomedical shop. Touchscreen calibration also failed. There was no impact damage, and the screen was confirmed to be clean. The customer was provided with the replacement part information for the touchscreen part.

Manufacturer narrative:
The touchscreen had been replaced by the customer and the device issue was corrected. The device was operational after repairs were completed.